Manufacturer narrative:
Philips service replaced the flexvision pc, os disk, and lan cable spare parts, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the flexvision screen froze due to network disconnection on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.